Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported an error 13, followed by a low battery alarm. The pump then alarmed motor error and it erased all of the pump information. The patient stated he was sitting down, watching television when everything occurred. Troubleshooting was performed. The drive support cap was not protruded and the pump was not exposed to high magnetic fields. The patient also reported a motor position encoder error alarm. Advised the patient that the pump would be replaced. The reported blood glucose at the time of the call was 399 mg/dl.